Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The inner wire was exposed, and signs of thermal damage were observed. Additional information not reported by the site was also identified. The instrument was found to have charring and localized melting at the yaw pulley. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the maryland bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was not broken into two. One or more cables was broken.